Event description:
It was reported by service report that the brakes are not holding. It was reported that there was a pt involved, however, there were no adverse consequences reported as a result of this issue.